Manufacturer narrative:
Evaluation summary visual and tactile inspections were performed on the device. A wrinkled area was noted on the balloon at 10 cm form the proximal welding. The guide wire lumen was flushed and it was possible to insert the 0,018¿¿ guide wire without any resistance. The purging procedure was performed with no issues. The balloon was inflated at 2 bar and its profile resulted in a deformed in the point of twisting. This deformation disappeared by increasing the inflating pressure. Inflating at 10 bar the twist was still visible on the guide wire. No further issues found. Evaluation: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a lesion using 2 pacific xtreme balloon catheters. It was reported that during procedure physician noted a 'candy effect' distally on the balloon, but it was reported not to be significant. There was no patient injury or other clinical sequelae reported for this event.